Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had great photophobia of light that makes it impossible to see during the day (except in the dark), an enormous glare at any light source (screen, mobile, computer, tv and multiple flashes if it goes out at night to any light source. It makes it impossible for him to lead a normal life, driving, watching tv. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information has been requested.